Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited backup vvi. The patient was asymptomatic. Due to telemetry corruption, further troubleshooting could not be performed.